Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal fentanyl (unknown concentration, dose was noted as 7.99mg/day and 8mg/day) via an implantable infusion pump. The indication for use was not noted. During a catheter revision, the hcp pulled the catheter out of the intrathecal space, cut the piece, and then replaced it with 14cm; after speaking with the hcp, the rep later stated it was replaced with 1cm of new catheter. The patient had been without drug since 7pm (B)(6) 2015 and was hospitalized. The rep inquired about how long the patient would be without drug. The rep was going to see the patient and hcp on (B)(6) 2015, per the hcps request. No patient information, device information, or troubleshooting were reported. This information was requested. Should additional information become available, a follow-up will be submitted.